Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that on (B)(6) 2015 she was treated by the paramedics for a low blood glucose level. The customer was on vacation overseas and experienced low blood glucose levels while she was sleeping. The paramedics had to treat her while she was unconscious. Customer's low blood glucose level was not reported but her current blood glucose level was 315 mg/dl. The paramedics gave her glucose tablets to treat the low blood glucose level. The customer had over bolused. The device was not returned.